Manufacturer narrative:
Investigation completed 5/15/2017. Method: -device history review: although the device in question was not received for inspection after several documented attempts, two product traceable numbers were provided by the customer: work order (B)(4)/lot# 151/ serial (B)(4) and work order (B)(4)/ lot# 159/ serial (B)(4) as such the DHR reviews were performed and noted below: work order (B)(4)/lot# 151/ serial (B)(4). The device history record for this unit shows that this part was manufactured on 03/18/2015. A total of (B)(4) were produced of this work order# and lot#. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this work order# and lot#. No service history on file for this device. Work order (B)(4)/ lot# 159/ serial (B)(4). The device history record for this unit shows that this part was manufactured on 09/12/2015. A total of (B)(4) were produced of this work order# and lot#. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this work order# and lot#. No service history on file for this device. Conclusion: in summary, the device in question was not received for evaluation after several documented requests. Therefore, the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.

Manufacturer narrative:
The customer removed the helicoil and returned the actual component (skull clamp helicoils coming off during pressure testing) that were removed from skull clamps repaired or in question. Due to how these helicoils were removed, the heli coil threads were damaged thus we are unable to perform a dimensional inspection. We are also unable to trace these parts back to the device that it was removed from as these 21 pieces were received in one bulk bag with no supporting information. We simulated the loose heli coil issue by testing a number of a1059 bodies and the torque screw / heli coils. The root cause of the failure is that the friction between the heli coils and the torque screw exceeded the insertion force.

Event description:
The hospital sent back the a1059 to the distributor to fix the device because the helicoil was protruding outwards. There was no patient involvement reported. Possible lot number could be 129059/151/011445 or 133619/159/015754.